Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergy: rash / skin condition"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines / headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, dermatitis allergic, fatigue, alopecia, migraine, nausea and weight increased outcome was unknown and the menorrhagia and iron deficiency anaemia had resolved. The reporter considered abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident. Previously reported event ¿injury¿ replace with new specific events: pelvic pain, apareunia, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, rash, skin condition, fatigue, hair loss, migraines, headaches, nausea, weight gain. Hysterectomy was performed. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.